Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1vckv, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had damage to their lead due to an MRI that was performed without ¿shield around head.¿ it was noted that the patient had let the facility know that the MRI should not be performed, except on the head with correct parameters. However, the patient reported compromised symptom relief and diagnostics run prior to revision found that the lead had high impedance and was no longer functional. The damaged lead was removed, a new lead was implanted, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.